Manufacturer narrative:
This device is expected to be returned. Should the device be returned analysis will be completed and this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead out of range pace impedance measurements, high pacing thresholds, and poor sensing was seen. The lead was thus not used and a new lead was implanted. This lead is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead out of range pace impedance measurements, high pacing thresholds, and poor sensing was seen. The lead was thus not used and a new lead was implanted. This lead was returned. No adverse patient effects were reported.